Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent with xpedient delivery system and its components were successfully implanted in a pt for endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm in 2003. Vessel morphology was reported to be moderately tortuous. The length of the aneurysm was 170mm and the diameter of the neck was 24mm. The pt has a history of coronary artery disease and hypertension. It was reported that in 2003, the pt presented with the complaint of a cold left leg. A kink was found in an area of tortuosity in the iliac limb stent graft resulting in thrombosis of the limb stent graft. The occlusion was successfully treated with thrombolytic therapy and the placement of a balloon expandable stent. It was reported that no kink was noted during the inplant of the iliac stent graft. The pt is reported to be fine with no additional clinical sequelae reported.